Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had unexpected longevity as it had lasted less than five years. Additionally, the patient had reported that three to four months ago the device required management as something was done to the device. The patient stated they heard beeping and that they understood that the device was shut completely down. The patient also noted that they had been shock one time for doing too much, when sat down, shocked a second time. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.